Event description:
It was reported that during a coronary treatment procedure, balloon burst occurred. The 90% stenosed, severely calcified lesion located in the non tortuous distal right coronary artery (rca). The physician was dilating the lesion using a maverick2 monorail ptca catheter 20x1.5mm and was having difficulties with the inflation. The physician removed the device out of the patient and noted that the balloon burst. Patient status after procedure is good.